Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy striped and horizontal image, which was also green and pink colored. This was found during preparation for use. It involved an olympus deflectable videoscope. There was no patient injury reported.